Manufacturer narrative:
D10 concomitant products: unvca12stf - unvca12stf universal 12 stdfix cannula, lot# j3j1544y onb12stf - onb12stf versaone opt 12 std trocar, lot# j3h2318y unvca12stf - unvca12stf universal 12 stdfix cannula, lot# j3j1544y unvca12stf - unvca12stf universal 12 stdfix cannula, lot# j3j1544y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic gastric sleeve, when on mobilization of any instrument inside the trocar, air leakage occurred. It was also noted that the seal was damaged for the four cannulas. The surgical time was extended for 30 minutes or more. The incision was extended but not more than 1 inch. Another brand of trocar was used to resolve the issue.